Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient reported feeling ¿off¿ upon awakening, with the cgm displaying glucose readings in the 70s mg/dl. No bg meter value was reported at that time. The patient self-treated by consuming juice and cookies. At approximately 10:00 a.m., the patient reported worsening symptoms, including dehydration, increased thirst, nausea, and vomiting. Around 10:30 a.m., the patient¿s sister transported her to the emergency department. Upon evaluation in the emergency room, the cgm displayed a reading of 74 mg/dl, while a bg meter measurement indicated a blood glucose level of 737 mg/dl. The patient was admitted to the intensive care unit and treated with intravenous fluids, intravenous insulin, and an unspecified medication for nausea. Both the cgm and the tandem insulin pump were removed during hospitalization. The patient was discharged on the evening of (B)(6) 2026. At the time of reporting, the patient¿s condition was reported as stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2026. No additional patient or event information is available.